Event description:
Based on information received from the paper "endocarditis on a perceval s sutureless prosthesis. A new valve with a new form of clinical presentation" by m.v. Groba-marco. The paper reports a retrospective observational study to analyze the prevalence and presenting characteristics of prosthetic valve endocarditis in the perceval valve. Since 2015, 670 perceval s valves have been implanted and 14 cases of pve have been diagnosed in them (2.1%). This report refers to one patient who received a perceval valve pvs27. After 12 months of implantation an echo was performed which showed aortic thickening and an abscess. The patient underwent surgical treatment ((B)(4)). After patching the aortic annulus with bovine pericardium, a new perceval valve was implanted. 9 months later the patient died.